Event description:
Surgeon revised a unilateral knee arthroplasty to correct tibial loosening. Revision occurred without any reported incident.

Manufacturer narrative:
A review of the mfg device history record indicates the device was mfg to spec. Engineering eval of the recovered devices states there are no indications on the components that the design of the component caused the possible tibial loosening.